Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the during an unknown procedure the evis exera iii video system center displayed error code b30 scope communication error message. There were no reports of patient harm associated with this event. While speaking with the olympus technical assistance center (tac), the customer was asked if they had already tried a second scope and had reported that they had. During troubleshooting with tac, the customer restarted the light source and processor and reconnected the scope, and when performed again, the image came up. The customer continued the procedure with the same equipment. The issue was resolved.

Event description:
After troubleshooting, the b30 scope communication error was resolved, and the customer stated they believed it was a scope related issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and corrections to fields b5 and g2. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus presumed a possible cause that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint were on the electrical contacts. Thus, the video system center could not communicate with the endoscope. Olympus will continue to monitor field performance for this device.